Event description:
It was reported that a patient's system was explanted approximately 3 months after implant because stimulation was in the wrong location. It was stated that during a planned lead revision, the patient was unable to feel stimulation in their upper back which was the painful area. The revision turned into an explant procedure. It was stated that the patient was alive with no adverse event or injury.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3777-45, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3708120, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type extension product ID 3708120, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type extension product ID 37754, serial# (B)(4), poduct type recharger product ID 37746, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).